Event description:
It was reported that the patient presented during clinical follow-up symptomatic of arrythmia. Interrogation noted that the patient's pacemaker was found in backup-mode potentially due to magnetic field interference. Programming changes were performed. The patient's condition was unknown.